Manufacturer narrative:
Date of event. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported twice that while using a bd insulin syringes with bd ultra-fine¿ needle 0.5ml 8mm (5/16") 31g u-100 90 count, the hub assembly separated from the device. The following information was provided by the initial reporter: 2 syringes when removed needle shield the hub assembly stayed within the needle shield.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation summary. Customer returned 2 polybags for 0.5ml, 31 gauge, and 8mm syringes from lot 1193020 as well as 2 similar syringes. One of the polybags was observed to have the seal on the reverse side of the polybag open. This seal does not seem to have been formed properly, leaving the polybag open and permitting syringes to fall out. The syringes had their needle shields and hubs separate from the associated barrels. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1193020. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separations. CAPA b)(4) has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported twice that while using a bd insulin syringes with bd ultra-fine¿ needle 0.5ml 8mm (5/16") 31g u-100 90count, the hub assembly separated from the device. The following information was provided by the initial reporter: 2 syringes when removed needle shield the hub assembly stayed within the needle shield.